Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the surgeon could not fire the device. When the reload was checked, the trace of pre-firing was found. The procedure was completed with another device. The event occurred during the procedure, but the product was not used for patient.